Event description:
Severe swelling all throughout leg [swelling of legs]; could not sleep, stand or walk [difficulty sleeping]; could not sleep, stand or walk [difficulty in standing]; could not sleep, stand or walk [difficulty in walking]. Case narrative: this case was cross-referenced with case (B)(4) and (B)(4) (multiple devices for same patient). Initial information received on 17-sep-2019 regarding an unsolicited valid serious case received from health authorities of united states via pharmacist under reference mw5089247. This case involves an unknown age male patient who experienced severe swelling all throughout leg, couldn't sleep, stand or walk (latency: unknown), while he was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No information regarding concomitant medications was provided. On an unknown date in 2019, the patient received (3rd) intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 2ml, weekly for three weeks (batch: unknown) for unknown indication. Information for batch number was requested. On an unknown date in 2019 after the injection, patient experienced severe swelling throughout leg (latency: unknown) and couldn't sleep, stand or walk for a few days (latency: unknown) after the injection. The events were assessed medically significant (marked as serious injury by the reporter). The patient mentioned that he did not have these issues with synvisc one. Action taken: no action taken for all events. Corrective treatment: not reported for all events. Outcome: unknown for all events. A product technical complaint was initiated on 01-oct-2019 for synvisc. Batch number: unknown. Global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Final investigation complete date: 01-oct-2019 additional information received on 01-oct-2019. Investigation summary received and ptc results added.

Event description:
Severe swelling all throughout leg [swelling of legs]. Couldn¿t sleep, stand or walk [difficulty sleeping] . Couldn¿t sleep, stand or walk [difficulty in standing]. Couldn¿t sleep, stand or walk [difficulty in walking]. Case narrative: this case was cross-referenced with case (B)(4) (multiple devices for same patient) initial information received on 17-sep-2019 regarding an unsolicited valid serious case received from health authorities of united states via pharmacist under reference mw5089247. This case involves an unknown age male patient who experienced severe swelling all throughout leg, couldn't sleep, stand or walk (latency: unknown), while he was treated with hylan g-f 20, sodium hyaluronate (synvisc). The patient's past medical history, medical treatment(s), vaccination(s) and family history were not provided. No information regarding concomitant medications was provided. On an unknown date in 2019, the patient received (3rd) intra-articular injection of hylan g-f 20, sodium hyaluronate at dosage 2ml, weekly for three weeks (batch: unknown) for unknown indication. Information for batch number was requested. On an unknown date in 2019 after the injection, patient experienced severe swelling throughout leg (latency: unknown) and couldn't sleep, stand or walk for a few days (latency: unknown) after the injection. The events were assessed medically significant (marked as serious injury by the reporter). The patient mentioned that he did not have these issues with synvisc one. Action taken: no action taken for all events. Corrective treatment: not reported for all events. Outcome: unknown for all events. A product technical complaint was initiated and results were pending for the same.